Event description:
The procedure was a talo-naviculararthrodesis. Two icos screws were used and one of these had threads detached in the middle of shaft following implantation. The surgeon could not remove threads, but pt still healed fine.